Manufacturer narrative:
(B)(4). Evaluation summary: the actual sample was received for evaluation. The customer reported condition was not confirmed, as the sample was put through pressure testing and no leak was found. Therefore the root cause could not be identified. A batch review cannot be performed since there was no lot number provided.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This is a product not distributed in the us and does not have a 510(k) number.

Event description:
This is a case that was reported on the (B)(6) 2013, to baxter (B)(4) from st. (B)(6) hospital. It was reported that on the (B)(6) 2013, a pump/gravity continue plus set (code rmc9604 batch unknown) was being used when the staff realised there was a leak in the set from a hole. A patient was involved but no injury reported. Two units were impacted and are available for evaluation.